Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that with bipolar configuration, there was right ventricular undersensing, with r-waves measuring from 1.4 mv to 2.0 mv. The sensing was changed to unipolar, and the r-waves measured from 5 mv to 8 mv. The lead remains in use. No patient complications have been reported as a result of this event.